Event description:
The customer tested with her contour meter and got a blood glucose reading of 280 mg/dl. She then tested with her elite xl meter and got a reading of 77 mg/dl. The difference between the two readings falls in the "d" zone of the parkes error grid, making the difference clinically significant. The customer did not adjust her medications or allege any adverse events. The strips are to be returned for evaluation, and replacement strips will be sent.